Event description:
Not present on admission pressure injury to philtrum has deteriorated to a stage 3 pressure injury - related to anchor fast device. Tracheostomy placed [redacted]. Manufacturer response for endotracheal tube holder, anchorfast (per site reporter).